Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline power fault at 22:30. The patient went into the clinic the next day. The log files were reviewed and captured driveline power fault alarms on (B)(6) 2025. It was recommended that if the patient was stable that the modular cable and system controller be exchanged. It was also stated that the patient should be monitored after this for return of alarms. The log file also captured a few low power advisories for normal battery depletion. There were no other unusual events seen in the log files and the device appeared to be operating as intended. The patient had a recurrence of the alarm about 36 hours after the modular cable and system controller were exchanged. It was recommended by the on call engineer that the patient return for more log file downloads after the change of the modular cable and system controller. There was a mention of water ingestion. The patient did recall showering without a cover on the driveline exit site. A photo of the end of the modular cable that was exchanged was provided. Corrosion appeared to be present. It was asked given the corrosion should another modular cable and system controller exchanged even be done? Tech services noted that the modular cable and system controller can be replaced but the pump side connector needs to have a time scheduled to clean it or alarms would continue to occur. Nothing was changed until the log files were to be reviewed. The log files were provided for the patient and it was noted that driveline communication faults occurred and not driveline power faults. The log file was reviewed and confirmed driveline communication faults on (B)(6) 2025. It was noted that it was not uncommon for the fault to jump around from power to communication especially when corrosion was involved. The best next step was to have abbott clean the pump side connector. The issue had not interred with pump operation. It was stated the patient could be sent home until a cleaning was scheduled. The customer requested that the modular cable connector be cleaned for the ongoing faults due to debris in the connector. The cleaning would happen on (B)(6) 2025. The cleaning of the connector was done on (B)(6) 2025. The pump was disconnected a total of two times to do surface cleaning of the connector and a second time to clean the pin sockets. The patient tolerated both-pump off periods well. The patient had both driveline power and communication faults prior to cleaning and they did not return post-cleaning. The modular cable 10583405 was replaced out of precaution during the cleaning. The modular cable 8933863 was to return.

Manufacturer narrative:
G2 - report source: corrected manufacturer's investigation conclusion: the reported event of fluid ingress leading to power and communication fault alarms due to corrosion of the pump side connector to the modular cable was confirmed via the log files as well as visual analysis of the returned modular cable. Log files indicate a driveline power fault alarm started on (B)(6) 2025 at 23:37:46 and did not resolve until the controller exchange on (B)(6) 2025 at 11:36:55. The heartmate 3 vad modular cable (lot number: 8933863) was returned for analysis and noticeable corrosion was observed on the pump side connector. The modular cable was tested on a mock loop for an extended period without any issues or alarms activating. The modular cable did not pass resistance testing due to the notable corrosion damage. Additional information states after the modular cable exchange driveline issues persisted, the patient recalls showering without a cover on the driveline exit site, and after the pump side connector cleaning no driveline faults have been retriggered. A root cause for the corrosion to the cable connector was determined to be user error. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 8933863) was manufactured in accordance with manufacturing and qa specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 lvas patient handbook, rev. D, are currently available. The IFU provides instructions on the application of the moisture barrier on the driveline management system which is necessary prior to showering. The IFU also instructs the user to "never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. The patient handbook instructs the user to ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ the patient handbook also states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.¿ no further information was provided. The manufacturer is closing the file on this event.